Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a priming anomaly from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that during the prime process, the insulin was leaking out of the cannula and not the needle. The customer stated that the insulin was going through the tubing before it hit the reservoir. The customer stated that she changed the infusion set and noticed that the infusion set was dripping before the piston got to the bottom of the reservoir. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to not insert if insulin continued to drip from the infusion set after letting go of the act button. The customer was advised to monitor the pump and call back if it recurs.